Event description:
Device 1 of 2. Reference MFR report#: 1627487-2013-23400. The patient reported he experienced heating at the ipg site while charging. The patient also reported the heating is uncomfortable and the site becomes tender due to the heating for a short period of time after charging. A replacement charging system was sent to the patient to address the issue. Follow-up information indicated the new charging system is working well for the patient and the pocket heating issue has been resolved. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was associated with a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.